Event description:
There was a report of an occurrence of the fluid warming infusion set tubing becoming kinked. No patient injury or adverse event reported

Manufacturer narrative:
Evaluation summary: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.